Manufacturer narrative:
We are waiting for additional info from dist.

Event description:
The laser system has the following problem: code plugs not read correctly: "session expired" but no limit was approached.